Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the device expiration date has been updated/corrected from april 19, 2024 to april 19, 2027.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient was having chronic infection since the implant at tooth location #30 was placed. The implant was removed.